Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was bent, so the needle could not enter. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned one catheter and guide wire assembly for investigation. Both the catheter and guide wire contained signs of use in the form of guide wire was visually examined with and without magnification. Visual examination revealed the guide wire had a d istorted j- tip and multiple bends and kinks. The guide wire contained bends 597 mm, 549 mm, 433 mm, and 90 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned catheter with much resistance. A manual tug test was performed and confirmed both the pr oximal and distal welds were intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer returned one catheter and guide wire assembly for investigation. Visual inspection confirmed the wire contained multiple bends and had a distorted j-tip. A manual tug test confirmed that both ends remained intact. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the event happened during use, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the guide wire was bent, so the needle could not enter.the procedure was completed using another device.